Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("migration of essure device location of device: right essure coil migrated") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent half on CT scan of" on (B)(6) 2017. The patient's past medical history included uterine fibroid. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), rash ("skin rashes"), feeling abnormal ("brain fog"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on 1-mar-2017. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, dysgeusia, migraine, rash, feeling abnormal, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: (B)(6) 2017: bent half on CT scan. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Events menorrhagia, device dislocation, device bent, are added. Historicl conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), rash ("skin rashes"), feeling abnormal ("brain fog") and alopecia ("hair loss"). The patient was treated with surgery (underwent device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, dysgeusia, migraine, rash, feeling abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.